Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a low battery and that the rfu (ready for use) indicator was showing a blinking red cross with a periodic audio chirp. There was no reported patient involvement.